Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was implanted during a procedure performed on an unknown date. On (B)(6) 2021, during a necrosectomy procedure, the axios stent migrated endoluminal (in the gastric cavity). No patient complications were reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4).